Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) a day after implant. The physician tried to reposition the lead, but the patient had a long spiral, so it was not performed. Subsequently, this lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is not expected to return for analysis.